Event description:
Failure of balloon within taxus stent to deflate during deployment within right coronary artery. Subsequent inferoposterior mi requiring iabp support, temporary pacemaker, pressors, emergent cab surgery.